Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5 and additional automated impella controller.

Event description:
Clinical rationale. A 46-year-old female was supported with impella for the indication of heart failure/cardiogenic shock, with a pre support clinical state consistent with scai shock stage c. The patient had a history of pulmonary embolism on (B)(6) and subsequently presented on (B)(6) with symptoms consistent with inferior wall myocardial infarction and stroke. On (B)(6), she underwent surgical removal of fibroelastomas from the mitral and tricuspid valves. The reported impella malfunction¿including high purge pressure, purge blockage, pump stoppage, high motor current, and controller alarms¿occurred in the clinical context of severe cardiogenic shock, ECMO support, and significant thrombotic burden. The pump exchange was performed due to suspected thrombosis related obstruction. At this time, there is no evidence suggesting a manufacturing related issue; the event is most consistent with the patient¿s complex pathophysiology, high thrombotic risk, and multiple circulatory support devices. Final assessment will be completed following analysis of the returned pump and aic. The patient experienced significant complications needing for multiple interventions. Some complications possibly being pre-existing and contributors to a sequelae of events such having a thrombotic burden/obstruction that lead to multiple issues with the pump. The patient remains on support at the time of reporting.

Event description:
Clinical narrative update: observation from impella connect: high purge pressure, purge system blocked, impella stopped, high motor current, controller failure. According to the information provided by the distributor, patient with lv tumor, with ECMO. Experienced team who has decided to exhange the pump for the new one, despite many unsuccessful attempts to resolve the issue. Previous clinical rationale; a 46 year old female was supported with impella for the indication of heart failure/cardiogenic shock, with a pre support clinical state consistent with scai shock stage c. The patient had a history of pulmonary embolism (feb 28) and subsequently presented on march 8 with symptoms consistent with inferior wall myocardial infarction and stroke. On march 10, she underwent surgical removal of fibroelastomas from the mitral and tricuspid valves. The reported impella malfunction¿including high purge pressure, purge blockage, pump stoppage, high motor current, and controller alarms¿occurred in the clinical context of severe cardiogenic shock, ECMO support, and significant thrombotic burden. The pump exchange was performed due to suspected thrombosis related obstruction. At this time, there is no evidence suggesting a manufacturing related issue; the event is most consistent with the patient¿s complex pathophysiology, high thrombotic risk, and multiple circulatory support devices. Final assessment will be completed following analysis of the returned pump and aic. The patient experienced significant complications needing for multiple interventions. Some complications possibly being pre-existing and contributors to a sequelae of events such having a thrombotic burden/obstruction that lead to multiple issues with the pump. The patient remains on support at the time of reporting.

Manufacturer narrative:
Updated information: b3 date of event updated. B5 clinical narrative updated. D3 MFR fax number added. G1 MFR site name, danvers, removed.